Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 61 mg/dl. Customer received a button error alarm during a bolus attempt. Troubleshooting for keypad anomaly was performed and customer stated that the act button is unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.